Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient initially reported trouble draining and a recent hospital discharge. During follow up call with the patient&#62688;peritoneal dialysis registered nurse pdrn, it was learned the pt was hospitalized from (B)(6) 2015 for no-growth peritonitis. Per pdrn, the pt received a 14 day course of unknown antibiotics and is recovering. The pdrn stated there had been no break in aseptic techniques or compromise of sterile pathway prior to diagnosis of peritonitis.